Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime/fill rewind. Customer's blood glucose was 331 mg/dl. The customer stated they are unable to exit the "preparing to prime" loop. The customer stated insulin is stuck through the bleed mode where insulin is fed through the line. The customer revert to fill tubing. The customer was advised that the device would be replaced and revert to a backup plan.